Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, prosthesis wear, and tibial loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: (B)(6). 02-010-01-0340 - logic femoral ps cem right sz 4. (B)(6). 02-012-44-4011 - logic tibia implant psc insert, sz 4, 11mm. (B)(6). 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t. (B)(6). 200-02-35 - three peg patella 35mm. Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2014. Approximately 8 years and 6 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022. Diagnosis: aseptic loosening, right knee. Polyethylene was removed. The femur and tibia were both able to be removed with minimal issue. There was no cement fixation into the back of either implant. The patient was transferred to the pacu in stable condition.